Event description:
Customer reported that pump malfunctioned after getting wet, displaying malfunction code malf 3, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and instructed the customer to return the faulty pump using a pre-paid label after putting it into storage mode. Backup therapy with mdi was to be used to ensure uninterrupted insulin delivery.